Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 435 mg/dl. The customer stated that the motor error alarm occurred during priming. The customer stated that he had a problem trying to fill his tubing. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.